Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration, detachment of device or device component and patient device interaction problem. This information was received from one source. This malfunction involved a patient with no consequences. The 62 year old female patient weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter limb detachment and perforation of the inferior vena cava; however, the investigation is inconclusive for filter migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly migrated, experienced limb detachment, and perforation. This information was received from one source. This malfunction involved a patient with no consequences. The patient was reported as a 62 year old female whose weight was not provided.

Manufacturer narrative:
H10: the lot number was not provided, so a lot history review was not completed. The sample was not returned for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for perforation and detachment but is inconclusive for migration. The root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f, vena cava filter, allegedly migrated, experienced limb detachment, and perforation. This information was received from one source. This malfunction involved a patient with no consequences, age, weight, and gender were not provided.